Event description:
It was reported to medtronic neurosurgery that after the device was implanted the pt developed a high fever. The physician believed that there was excessive flow through the device and explanted it. It was reported that the pt has stabilized and is in recovery.

Manufacturer narrative:
An 8.4 cm of the 23 cm catheter was returned. The catheter's proximal tip and flow holes were not present on the device. The catheter met requirements for the patency and leakage testings. A review of the manufacturing records showed no anomalies.